Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
During a post-op visit in (B)(6), x-rays revealed the set screw located at the second iliac bolt had backed out of position. The patient is doing well. No need for revision surgery at this time. The arsenal spinal fixation system was originally implanted on (b)64) 2018.